Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Upon visual inspection it was noted that there were circumferential abrasions to the distal end of the device. There were also circumferential abrasions to the proximal end of the device near the shoulder and approximately 0.750 in from the shoulder. The device was not received assembled to an ar-9297-20.

Event description:
On 08/03/2022, it was reported by a sales representative via (B)(4) that an ar-9676 driver shaft cold welded to the ar-9597-20 angled reamer sleeve. This was discovered during a procedure when the surgeon was reaming the face of the glenoid. The case was completed by using a new device with no patient harm reported.